Manufacturer narrative:
Initially, the following information was reported to cook: "during an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forcep-spike. The device did not want to open nor close during the procedure. The complaint device was removed and a new captura serrated large forcep-spike was opened and used to complete the procedure. The following new information was received on 12/13/2017: a contact at the user facility stated that the forceps were difficult to open and close prior to advancing it down the endoscope channel. They still proceeded to use the forceps, and it persisted to be difficult to open and close. In turn, they used another forceps to complete the procedure." An initial MDR was sent on 12/29/17 based on this information. The device said to be involved was sent to the approved supplier. The initial information indicated that the forceps cups ¿did not want to open nor close¿. When evaluated at cook and the approved supplier, it was determined that although there was a slow reaction time, the cups would open and close as intended. Therefore, this event no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being sent to cancel the initial report submitted related to this event. Please reference the additional manufacturer narrative for this justification.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our lab evaluation, a functional test was performed by actuating the handle in order to test the forceps cups for opening and closing. The cups were slow to react when opening, but the forceps cups would close as expected. The forceps were then advanced through an olympus gif-q20 (2.8 mm channel) endoscope and the endoscope was placed in a curved position. When the handle was actuated, the forceps cups would not open on the first attempt. The forceps cups were cleaned and when the functional test was performed for the second time, the forceps cups would open with a slight delay but would close as expected. When the endoscope was placed in a straight position the forceps cups would open but still with a slight delay. The forceps cups closed as expected throughout the duration of the evaluation. The device will be sent back to the supplier for further evaluation. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forcep-spike. The device did not want to open nor close during the procedure. The complaint device was removed and a new captura serrated large forcep-spike was opened and used to complete the procedure. The following new information was received on 12/13/2017: a contact at the user facility stated that the forceps were difficult to open and close prior to advancing it down the endoscope channel. They still proceeded to use the forceps, and it persisted to be difficult to open and close. In turn, they used another forceps to complete the procedure.